Event description:
Seventy two-year-old female had breast implants placed in 1983. In 1989, left implant ruptured but was replaced. Pt had left implant removed 10/7/94 due to contracture and deflation of implant. No identifying info on implant noted. Implant was destroyed.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.